Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was not visible due to biological debris. The valve was hydrated. The valve was visually inspected; biological debris was noted. The valve could not be tested for programming due to the biological debris. The valve was flushed, the valve failed the test. The valve was leak tested; no leaks were noted before for the ruby ball, not possible to know if valve leaked after ruby ball as the valve is occluded with biological debris. The valve was not reflux tested due to the biological debris. The valve was not pressure tested due to the biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: a thick layer of biological debris was found covering all of the valve mechanism. Review of the history device records for the valve product code 82-3842, with lot cvkb19, conformed to the specifications when released to stock on the 23rd september 2016. The root cause of the problem reported by the customer is due to the thick biological debris found covering the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2017 via vp-shunt (the initial setting is unknown). However, the surgeon noticed that the valve¿s drainage seemed to be not smooth when the surgeon performed pumping right after closing the wound on (B)(6) 2017. The surgeon opened the wound and checked the valve. He/she found a floating substance something like body tissues in the reservoir. Finally, the surgeon performed a revision on the same day with 82-3842 (the initial setting is unknown). The patient is (B)(6) male, and his initial is (B)(6). The patient¿s original disease was intracerebral hemorrhage. His condition is getting better. The surgeon questioned that the patient¿s cerebrospinal fluid was not clean, so it seems that body tissue or something has obstructed the flow path. No further information was provided by the hospital.